Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable. It was reported that it felt like the pump sutures popped and now the pump was moving. The patient noted it was painful. There were no factors that may have led or contributed to the issue. The patient was instructed to call their healthcare professional's (hcp) office. The hcp examined the patient and referred the patient to another hcp. A pump pocket revision was planned. It was noted that surgical intervention did not occur, but was planned, but not yet scheduled. It was unknown if the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's medical history was noted as endometriosis and chronic pain syndrome. The patient's weight was (B)(6) pounds. The event date was (B)(6) 2020. No further complications were reported.